Event description:
Information received by medtronic indicated that the infusion set came off of the customer due to physical activity. The customer experienced low blood glucose of 47 mg/dl. There was no treatment reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.